Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan ganz catheter temperature measurement was too high. Therefore, cardiac output (co) value displayed was incorrect. No further information is available. There was no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
Added information to section d9, h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "temperature measurement was too high" was unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 36.9 degrees c when submerged into a 37.0 degrees c water bath. Thermistor and thermal filament circuit was continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 min without leakage. No other visible damage or abnormality was observed from catheter body, balloon or syringe. Resistance value of thermal filament circuit was measured 37.57 ohms at 37 degrees c being within specification. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. A product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the catheter manufacturing process, the units go through general electrical inspections.